Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set tubing detached event on (B)(6) 2024. Infusion set was used for 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.